Event description:
A distributor reported a complaint concerning occlusion alarms experienced with ten cartridges. There was no information provided regarding the impact on the customer¿s blood glucose level. No further information or actions were detailed in relation to this event, and it is unclear what corrective measures, if any, were taken.